Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. The physiologist alleged lead damage, although it was not confirmed. Provocative testing was performed and noise was reproduced. Abbott technical support was contacted and confirmed the event. The physiologist elected to monitor the patient. The patient was in stable condition.